Event description:
A report was received that the patient underwent an explant procedure due to an infection at the pocket site. The symptoms were redness and swelling. The physician believes the infection was procedure related. No information will be provided regarding any culture taken or medication prescribed due to patient's confidentiality. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2158-50 serial #: (B)(4) description: linear lead, 50cm with enhanced stylet model #: sc-3138-55 serial #: (B)(4) description: scs phase iii, 55cm lead extension the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.